Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR. Report: 1627487-2014-03307. The patient has 2 scs leads with the same lot number. It was reported the patient is experiencing ineffective stimulation following an altercation. An sjm representative was unable to resolve the issue with reprogramming. Lead diagnostics showed low impedance values. It was also reported x-rays revealed the scs leads have migrated. At this time, the next course of action has not been determined.